Event description:
Customer reported a pixel issue on the pump display that affected their ability to read it. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, although it was out of warranty. Customer was instructed to put the pump into storage mode and return it within 10 days using a prepaid label while continuing to use the current pump to ensure uninterrupted insulin delivery.